Event description:
At the beginning of the case, a doctor attempted to insert the balloon trocar into patient but the clear plastic piece was broken and the balloon is unable to inflate per doctor. There was no harm to the patient.